Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure the haptic was torn and stayed into the cartridge during implantation. Another part of iol was implanted. The iol was cut in capsule bag and explanted. The patient was implanted backup iol. The patient was not suffered. The patient condition was satisfactory. Additional information received and stated, as previously confirmed phacoemulsification (phaco) cataract extraction with iol implantation was scheduled. The temperature in the surgery room was 21-23 degrees. The viscoelastic solution was stored in a dark cabinet. Company cartridge was used.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b5, h.3., h.6. And h.11. The sample was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified lens model/diopter was indicated with a non-qualified handpiece and viscoelastic. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece and non-qualified viscoelastic were used with this cartridge/lens combination. The IFU instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The product was not returned. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received and stated that, the physician could not provide us the reason for the haptic rupture.